Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Per investigation results, the expansion cylinder was broken but no pieces separated from the pullwire.

Manufacturer narrative:
Alleged failure: the supplied thread was threaded through the anchor, which was then placed in the bone. When adjusting the suture tension, the suture was pulled out of the anchor (before it was released). As the anchor including the white handle could not be pulled out of the bone, the anchor was released without suture material and remained in the patient. The suture was not damaged and was still attached to the labrum. It could therefore be secured with another anchor. The re-drilling, opening of a replacement anchor, threading and placement led to a delay of approx. 3-4 minutes. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incorrect loading of suture, 2) incomplete lever actuation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Per investigation results, the expansion cylinder was broken but no pieces separated from the pullwire.